Manufacturer narrative:
(B)(4). Technician noted failed temperature tests. Overheated.

Event description:
Device was returned for service. During service, technician found that the devise does not operate properly. This is report 1 of 1 for event # (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to synthes ous service and repair files legacy review/remediation protocol-complaint handling and MDR reporting. Device listed in this report is used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. During pre-repair assessment performed by technician, it was noted that the cable/cord was damaged due to normal wear. Device was inspected and repaired.